Event description:
It was reported that bipolar impedance is 200 ohms and unipolar is 250 ohms. Impedance used to be 600 ohms. The ventricular lead had low impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that bipolar impedance is 200 ohms and unipolar is 250 ohms. Impedance used to be 600 ohms. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.